Manufacturer narrative:
Date of onset for the patient¿s post-operative pain is unknown. This report is for one (1) unknown prodisc-l superior endplate. Without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with an unknown prodisc-l construct on (B)(6) 2013. In (B)(6) 2015, the patient began reporting pain. As a result, the patient was returned to the operating room on (B)(6) 2015 for a post-pedicle stabilization revision procedure. During the procedure, the patient was re-stabilized with the addition of a universal spine system (uss) ii construct, which included an unknown quantity of polyaxial pedicle screws and 6mm rods. Following that first revision, the patient's reports of pain continued. It was discovered on an unknown date that the screws had loosened. All of the original hardware (prodisc-l and uss-ii construct devices) was removed during another revision procedure on (B)(6) 2015. The patient was then implanted with a titanium syncage. The procedure was completed successfully. The patient's postoperative status was reported as "fine." This report will address the explant procedure in (B)(6) 2015 only. The re-stabilization procedure in (B)(6) 2015 will be captured in and reported under (B)(4). This report is for one (1) unknown prodisc-l superior endplate. This report is 1 of 5 for (B)(4).